Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning with a polarization switch for high impedance paces on the atrial lead. It was also noted from follow-up information that it was believed that the lead switched to unipolar due to a dermatology procedure that the patient had. The lead was reprogramed back to bipolar and remains in use. No patient complications have been reported as a result of this event.